Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call the sensor electrode very short. Customer blood glucose reading was 11.5 mmol/l. Troubleshoot was performed. Insulin pump will not be returning for analysis.